Event description:
Over a period of 3 months hosp reported intermittent low sodium results; specifically, they reported that 240 samples were below the normal range of 130 mmol/liter out of approx 25,000 samples. Out of the 240 samples, 14 samples were low by 6 - 17 mmol/liter compared to a different analyzer. Additionally a sample differed by 17 mmol/liter on two identical abl analyzers.